Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that recurrent low battery warnings had been occurring for the last couple of days, and that the patient had been changing the energizer ultimate lithium battery from the same pack that was purchased a week ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the pump powered on with the returned battery cap that was able to be fully tightened. A power loss was not observed. The battery compartment was intact and the current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Multiple low battery warnings were observed in the black box with evidence of partially discharged batteries being installed on 03/21/2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.